Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated, however, the balloon ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.